Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that read "high", a specific value was not provided the cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released a few days later with the issue resolved and advanced gastroparesis, retaining fluid in extremities. System check with tandem technical support confirmed the pump was functioning as intended.